Event description:
Customer tested blood with the freestyle and got a reading of 50 mg/dl. They retested right away and got a reading of 325 mg/dl. Customer felt nauseated and decided to go to the ER where they were tested with an unknown meter and received a result of 100 mg/dl. Customer was given some tests in the ER, but no treatment and was released in 5 hours.